Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable had a broken solder connection on the rear therapy pad #2. The root cause for the strained cable was excessive force there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.